Manufacturer narrative:
Technical evaluation the returned oscar system, received on (B)(6), 2022, was examined by orthofix srl quality operations department. In relation to this event, orthofix received the following items: one ultrasonic generator 230v ce code os3000, serial number (B)(6). Two cement removal handset code oh300/2 serial number (B)(6). One bonecutter osteotome handset code ohb300/2 serial number (B)(6). Three cable code ch300 serial numbers (B)(6). All components of the returned oscar system, were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. The functional check evidenced as follows: 1). The ultrasonic generator, device code os3000 serial number (B)(6), is not functioning properly. The generator needed repairing due to damage of the electronic component "integrated circuits adg729" (pn 05581). 2). All the other returned devices did not show any anomalies. Conclusion the results of the technical evaluation concluded as follows: 1). The ultrasonic generator, device code os3000 serial number (B)(6), is not functioning properly. The generator needed repairing due to damage of the electronic component. 2). All the other returned devices did not show any anomalies. A medical evaluation of the case was not performed as no information about the medical procedure, diagnosis and x-rays have been made available. Based on the results of the technical evaluation, orthofix can conclude that the problem that occurred is due to wear and tear of the electrical component of the oscar generator. Orthofix srl continues monitoring the devices on the market.

Event description:
The information provided by local distributor indicates: product code: os3000. Serial number: (B)(6). Hospital name: hopital (B)(6) date of initial surgery: (B)(6) 2022 body part to which device was applied: femur. Surgery description: arthroplasty revision. Patient information: (B)(6), female. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem event description: "(B)(6) patient treated for removal-refitting of total hip prosthesis in due to acetabular and femoral loosening. The surgeon reports that the oscar3 generator allowing the ablation of the cement presented a fault. The generator was in working order but took alarm and did not recognize the handpiece. The defect has been detected by the representative of the supplier present in hall. Delay in intervention, change of surgical technique (removal of cement by femorotomy and cerclage). Intervention more burdensome for the patient". The complaint report form also indicates: the device failure did not have any adverse effects on patient the initial surgery was not completed with the device. A replacement device of same model was not immediately available to complete surgery (change of surgical technique - removal of cement by femorotomy and cerclage) the event led to a delay in the duration of the surgical procedure (delay not quantified) product is available for return on october 28, 2022, orthofix srl received the following details from the sales representative: the surgeon is pr fabre, head of the orthopaedic department at the (B)(6) hospital. The patient had to undergo a femorotomy which was not planned. The surgical time was increased by more than an hour. The patient had to undergo a blood transfusion which was not planned but which resulted from the femorotomy. His hospitalization time was increased but he is doing well today. Manufacturer reference number: 2022161 distributor reference number: 162.

Event description:
The information provided by local distributor indicates: product code: os3000, serial number: 3g4108, hospital name: hopital pellegrin, date of initial surgery: (B)(6) 2022 body part to which device was applied: femur, surgery description: arthroplasty revision, patient information: 72 years, female, problem observed during: clinical use on patient/intraoperative, type of problem: device functional problem, event description: "72-year-old patient treated for removal-refitting of total hip prosthesis in due to acetabular and femoral loosening. The surgeon reports that the oscar3 generator allowing the ablation of the cement presented a fault. The generator was in working order but took alarm and did not recognize the handpiece. The defect has been detected by the representative of the supplier present in hall. Delay in intervention, change of surgical technique (removal of cement by femorotomy and cerclage). Intervention more burdensome for the patient". The complaint report form also indicates: the device failure did not have any adverse effects on patient the initial surgery was not completed with the device a replacement device of same model was not immediately available to complete surgery (change of surgical technique - removal of cement by femorotomy and cerclage) the event led to a delay in the duration of the surgical procedure (delay not quantified) product is available for return. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Technical evaluation the device involved in this event has not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the device concerned. The technical evaluation will be performed as soon as the device becomes available. As soon as the results of the investigation will be available, orthofix srl will provide you with a follow up report. Orthofix srl continues monitoring the devices on the market.